Event description:
This lead was explanted and replaced due to dislodgement. The lead was repositioned on (B)(6) 2014, the day after implant, but dislodged again and so was replaced. The physician thought that atrial appendage might have been damaged during a previous cardiac surgery. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.